Event description:
Event description boston scientific received information that a left ventricular lead revision procedure was performed on this lead due to a fracture underneath the suture sleeve. The lead was explanted and replaced.